Event description:
It was reported that the insulin pump rattled when shaken and that it made a strange noise when vibrating. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
The "date of this report" in the initial report was incorrect. The correct date has been provided in this report.

Manufacturer narrative:
The insulin pump gave a loud vibration during the self test due to the vibrator adhesive not adhering. The insulin pump had not rattling when shaken. The insulin pump had a cracked display window corner, a cracked reservoir tube lip and a bleeding display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.